Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that during a gingival graft procedure using gore-tex® suture (17595810a/p5k17a), the needle point came off the suture towards the end of the procedure. It was reported the needle point was retrieved with no injury to the patient and the procedure was successfully completed.